Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent extended hysterectomy on (B)(6) 2018 and barbed suture was used on the fascia. The fascia was sewn from top and bottom. On (B)(6) 2018, the patient was discharged from the hospital. It was reported that a big hernia was observed by CT inspection on (B)(6) 2018. The location of the hernia is hypogastrocele. A reoperation for hernia repair will be performed on (B)(6) 2018. During the reoperation, the surgeon is going to confirm if the suture was broken or if the affected tissue was torn. It was reported that the patient goes to the hospital regularly. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information: device evaluation summary: a used suture piece of product code sxpp1a301 was returned for analysis. During the visual inspection of the suture piece under magnifications it was noted that some barbs presented degradation and damaged due to the use and exposure to the environment; also, the ends of the suture piece were noted split; this is consistent with the suture being pulled to remove from the patient. It could not be determined to which batch the received sample belongs. As stratafix¿ symmetric pds¿ plus device is absorbable and the time of exposition environment cannot be determined, and additional test could not be performed due to the condition of the sample received. Per the sample condition, it could not be determined what may have caused the reported issue.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch km6525, manufacture date: 11/23/2016, expiration date: 10/31/2018. Batch lam138, manufacture date: 01/03/2017, expiration date: 12/31/2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: in reoperation, the stratafix was broken, and prolene and pds were performed. Possible lot was km6525 or lam138.